Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced a failure of the safety mechanism to disengage/stuck at hub. Noted during use. The following information was provided by the initial reporter: event description states, "an IV was inserted, when the nurse attempted to disconnect the needle portion from the IV catheter it would not separate. Several attempts were made to disconnect the needle section after the IV was inserted and it would not disconnect. The IV was removed and a new one inserted. The closed IV catheter system was placed in a sealed bag, many attempts were made to disconnect the needle portion from the catheter after being removed from the patient and it would not separate, eventually we were able to separate but it was after many attempts."

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced a failure of the safety mechanism to disengage/stuck at hub. Noted during use. The following information was provided by the initial reporter: event description states, "an IV was inserted, when the nurse attempted to disconnect the needle portion from the IV catheter it would not separate. Several attempts were made to disconnect the needle section after the IV was inserted and it would not disconnect. The IV was removed and a new one inserted. The closed IV catheter system was placed in a sealed bag, many attempts were made to disconnect the needle portion from the catheter after being removed from the patient and it would not separate, eventually we were able to separate but it was after many attempts."

Manufacturer narrative:
H.6. Investigation summary: bd received a used 20 gauge nexiva unit from lot 9032830 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was disengaged. The winged adapter was still attached to the tip shield. When the winged adapter was removed from the tip shield the engineer observed cured adhesive on the outside of the adapter and on the inside of the tip shield. Based off the visual inspection the engineer was able to determine that the cured adhesive dripped onto the tip shield and grip causing the needle to fail to decouple. This was determined to be a manufacturing defect. The manufacturing facility has been notified of this incident and the findings. A notification was sent out to all associates involved in the production of this unit to raise awareness of this issue.